Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient passed away one week following their deep brain stimulation (dbs) implant procedure. No additional information was available.